Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a missing reservoir retainer ring, a missing reservoir tube lip o-ring, and a partially broken-off piece at the reservoir tube lip. Analysis was unable to perform the displacement test due to physical damage. The insulin pump was received with a cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with minor scratches on the display window and the case, and damages to the keypad overlay texture.

Event description:
Customer reported via phone call retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised the retainer ring was missing and the battery compartment was damaged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.